Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the device is not an implantable. Section d6b: if explanted, give date: not applicable, as the device is not an implantable. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported on (B)(6) 2025, during one of the cases, there was a suction loss and an error message appeared on the system; however, doctor does not recall the specific message. After lens removal, doctor noted a small hole in the capsule bag but was uncertain whether it was caused by the system or by him during the surgical procedure. He states the surgery became more complex as a result, though he was able to insert a sulcus lens without a vitrectomy. The nucleus was removed, though some of the cortex remained. He states he achieved optic capture with the implanted sulcus lens and anticipates the patient will do well. No further information has been provided.

Manufacturer narrative:
Additional information: an application support manager (asm) visited site and reviewed docking technique and patient placement in a practical setting. Overall, the visit was productive. Reviewed docking parameters and positioning in detail on the team expressed that they now have a clear understanding of how to manage and prevent suction loss moving forward. No additional information was provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.